Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, the lens was damaged peripheral near haptic junction. Additional information was requested.

Manufacturer narrative:
A photo was provided of an eye, which shows part of an implanted single-piece lens. The area of interest is at the optic/haptic junction. A small line is observed at the inner corner of the junction. This may be a small crack. It cannot be determined if this is the leading or trailing haptic junction. If this is the leading haptic junction, the issue would be unrelated to the handpiece. No other determination can be made from the photo. A qualified handpiece was indicated. The cartridge and viscoelastic used were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported lens damage. Review of the provided photo showed a small line at the inner corner of the junction. This may be a small crack. It cannot be determined if this is the leading or trailing haptic junction. If this is the leading haptic junction, the issue would be unrelated to the handpiece. No other determination can be made from the photo. It is unknown if a qualified cartridge and viscoelastic were used. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).